Manufacturer narrative:
H10: device evaluation results: one level 1 hotline low flow system (hl-390) was returned for investigation in used condition. The customer reported product problem (leaking from the reservoir) was verified during functional testing. The problem was attributed to cracks in the tank cover. The cracks were caused by the customer. A user issue was established as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
Information was received that water reservoir leaks. No adverse effects reported.